Event description:
It was reported by (B)(6) that they received a report from a patient of an adverse event involving a xience v stent. The stent was implanted in may of this year [2012]. Following the procedure, the patient was put on medication such as ace inhibitor, beta blockers, clopidogrel, aspirin and isosorbide mononitrate. The patient suffered quite severe side effects and in agreement with her doctor she stopped taking all medication except aspirin. She states that all the drugs are now out of her system, however, she is still experiencing what she describes as a type of allergic symptom. She suffers from scratch like rashes all over her body that are very itchy, and changes in location at different times. She is highly allergic to nickel and believes that her symptoms are a result of the nickel in the stent. All available information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates are estimated. There was no reported product deficiency. The reported patient effect of hypersensitivity/allergic reaction is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). A review of the finished product lot history record revealed no nonconforming material records (ncmr), indicating all lot release testing met specification.